Event description:
It was reported that the patient had undergone three revisions. No patient symptoms were reported. The details of the revision were not reported. Additional information has been requested, but was not available as of the date of this report. Reference MFR report #6000032-2009-01399, 6000032-2009-01400.

Event description:
Additional information received reported the patient's wires broke 10-12 years ago.

Manufacturer narrative:
Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 1993, explanted: (B)(6) 2001, product type: extension. Product ID: 3888-28, lot# unknown, implanted: (B)(6) 1993, product type: lead. Conclusion codes and device codes have been updated to the following: (B)(4).